Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" and "ventilator inoperative" alarm condition were observed in the device's downloaded event log. The device's system board and internal battery were replaced to address the issues.